Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer occasionally froze during patient check, and had printing failure. The programmer passed incoming functional testing. The programmer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer occasionally froze during patient check, and had printing failure. The programmer was returned for service. No patient complications have been reported as a result of this event.